Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the patient's pacemaker exhibited oversensing noise in the right ventricle. Programming changes were made. Patient was stable throughout